Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient's skin irritation was located near the bottom of the garment on her back under the right therapy electrode pad. The irritation was described as a bleeding laceration that looked like a burn. There is no alleged device malfunction. There is no indication that the patient received medical intervention. Follow-up indicated that the skin irritation was improving.